Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing noise episodes were observed on the right ventricular (rv) lead which led to intermittent inhibition of pacing. The physician elected not to take any action. The patient's condition was stable and will continue to be monitored.